Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3 mm in length and 0.5 mm in diameter. Blackening of the cutting wire was not observed suggesting cautery was not applied. The broken section was not included in the return. Further eval confirmed difficulty to bow the handle resulting in the cutting wire will not move when the handle is manipulated. Examination of the drive wire exposed a kink midway between the distal and proximal end. The kink in the wire was inside the catheter and this could have caused the resistance in movement when the handle is manipulated. A product discrepancy that could have contributed to this observation was no observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. The sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." A kink in the cutting wire can occur if the sphincterotome receives added pressure during advancement through the endoscope or general handling. A kink in the cutting wire can contribute to resistance in bowing the sphincterotome. A kink in the cutting wire can also occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook tri-time pc triple lumen sphincterotome was used. After bowing the sphincterotome, the device would not unbow. The endoscope was removed from the pt in order to remove the sphincterotome from the endoscope. The cutting wire at the distal tip was observed to be broken. No section of the device detached inside the pt. They believe this occurred when the sphincterotome was removed from the endoscope. The procedure was completed successfully with another sphincterotome of the same type. Our eval of the product said to be involved confirmed the cutting wire securing component has disconnected from the distal end of the catheter. A section of the cutting wire securing component has detached from the device and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial rptr stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory eval is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.